Event description:
On (B)(4) 2012, abbot point of care was contacted by a customer regarding I-stat pt/inr not correlating with the lab instrument or I-stat. The pt has factor v leiden mutation. Method: I-stat, inr: 4.7, time: unk. Method: lab, inr: 3.5, time: unk. There was no repeat on either method. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). An investigation was completed on 03/14/2012 and a deficiency was identified. (B)(4). Details were provided with the action that was conducted in cooperation with the united states food and drug administration.